Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watch dog time out, blank display anomaly and moisture damage. Customer's blood glucose at time of incident was 274 mg/dl. The customer reported via phone call indicating that the insulin pump had moisture damage. The customer reported that the device was exposed to possibly sweat. Customer stated a constant tone is occurring and beeping with nothing on the screen. Customer was advised to insert new battery and display did not return. Customer was advised to remove battery for 10 minutes and clean contacts with alcohol wipes. Customer was advised insert new battery but display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. No constant tone was noted during testing. Unable to verify the watchdog timeout alarm or the button/keypad unresponsiveness due to the blank display. The pump had a corroded motor home switch. No moisture damage on the keypad traces noted. The pump had a cracked case at the display window corner and minor scratches on the lcd window.